Manufacturer narrative:
A1: updated. D7a: updated. D9 - date returned to MFR: 03-may-2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. The event history log (ehl) was examined, and a downstream occlusion alarm was noted. Review of the 12-month service history confirmed that the device had not been serviced. Visual inspection revealed that the downstream occlusion (dso) seal was cracked. Functional testing was performed, and the complainant¿s allegation was not confirmed. The root cause could not be determined.

Event description:
The pump displayed a downstream occlusion alarm, although a thorough check of the line revealed no actual occlusion. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.